Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during insertion procedure of the power trialysis, the catheter could not be passed over the guidewire around the curved part of the catheter. The guidewire was kinked due to repeated insertion attempts. Another kit was used to complete the procedure. There was no reported patient injury.